Event description:
Caller reported that a malfunction occurred on the pump with a code of malf 9. It was unknown or declined to answer whether there was an adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. Afterward, the malfunction did not recur, and the customer was able to continue using the pump. Caller was instructed to call back if the issue happened again and confirmed understanding of these instructions.